Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The returned device was received not deployed. The adhesive pad was returned completely attached to the bottom housing. The adhesive linear was not returned with the device, indicating that the user continued to move forward in the activation process. Initial attempts to download the data from the device were unsuccessful despite the device's battery voltages were measured to be the expected voltages. An external power supply was attached to the device in an attempt to connect to the master pdm. This attempt was unsuccessful. The pcb was removed from the device chassis and attached to the external power supply in another attempt to establish connection with the master pdm. This attempt was also unsuccessful. The beep test was unable to be performed and the download data was unable to be obtained as the device could not establish connection with the master pdm. Upon removal of the top housing, the reservoir was observed to be 3/4 of the way filled with the clutch spring released from the spring latch, indicating that the user was able to fill the device. The location of the firing flat was observed to be rotated several pulses forward. This was confirmed by comparing the firing flat placement of an unused, not activated device to the returned device's firing flat placement. The difference between the positions indicates that the user was able to establish some form of communication with the device and was able to initiate the first priming sequence resulting in the rotation of the ratchet gear and the observed firing flat position. Burn marks were observed on multiple internal components. A closer investigation of the device found the top battery and fill sensor springs burn marks align with the burn marks observed on the pcb. Inspection of the sma wire assembly found both sma wires broken. Measurement of the sma wire resistances found both resistances of the wire to be out of specification at 0 ohms. The rear sma wire was found burnt and no longer routed around the rear pulley pin. Burn marks were also found on the chassis near the rear pulley pin and beside the reservoir cap.after completing the investigation of the device, it can be concluded that the returned device experienced an external energy source which provided energy at the antenna trace of the pcba. This energy then arced across to the top battery. The voltage required to arc across this gap is greater than 4,000-volts. The voltage required to arc in air is about 30,000-v/cm. The gap between the pcba and the top battery was measured at 0.1397-centimeter. The voltage required to arc across this gap is 4,191-volts, which is much more energy than can be provided by the device's coin cell batteries, which has a power supply of three, 1.5-volt coin cell batteries, that provide a total of 4.5-volts. Therefore, the 4.5-volt coin cell batteries in a device do not provide sufficient energy to produce arcing capable of significant damage, such as charring and melting. Due to the substantial internal damage caused be the post use thermal damage to multiple components on the device, the investigation for the reported needle mechanism failure was compromised and the cause of the reported event could not be determined.